Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and discolored display screen image. This report is made based on results of investigation completed on 05/26/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/26/2015 with the following findings: the display screen visual was observed to be discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. The following findings are unrelated to the reported issue: there was no evidence of a 'time and date reset' issue observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. The audio bolus button (abb) cover was found to be torn; however, the abb was properly responsive. Initial reporter: (B)(6).